Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended. Visual examination did not find any anomalies. The helix extension length was within product specification. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. The right ventricular lead was explanted and replaced. There were no adverse health consequences, the patient was stable.